Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialyzer did not have a label. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed, which verified the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be a manufacturing issue. The warehouse operator failed to deliver the product to the labeling area for appropriate labeling. A CAPA currently exists to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.